Event description:
It was reported that a bone screw was broken post-op at the s1 level. No revision surgery has taken place. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.